Manufacturer narrative:
An event of difficult advancement through patient anatomy, death, stroke, occlusion, intracranial hemorrhage, and embolism was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The event and provided imaging were reviewed by an abbott director of medical affairs. The device was returned for analysis. No anomalies were found during visual and functional inspection. Based on all available information, the reported difficult advancement through patient anatomy appears to be related to challenging patient anatomy. The reported death, stroke, and occlusion appear to be cascading events of the intracranial hemorrhage. The reported intracranial hemorrhage is related to the embolism. A cause for the reported embolism could not be conclusively determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: 1817.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vison valve was chosen for implant using an large flexnav delivery system. During procedure, the valve was loaded according to the instructions for use (IFU). During the attempt to place the valve over the aortic arch, resistance and difficulties were encountered, preventing the transition. The non-abbott guide wire for a non-abbott wire and still weren¿t able to pull the valve to the inner curve of the aortic arch, snaring was not an option because of severe peripheral vascular disease without second access. The patient developed focal neurological deficits (right sided hemiparesis and aphasia) during the attempt to cross the arch with the valve. The physician mentioned there was no evident malfunction of the navitor valve. The system with the valve had to be removed and new non-abbott valve was implanted without any issues. Immediately after the procedure, patient received a cerebral computed tomography (CT) scan and was transferred to neuro-angiography. The patient had an occlusion of the p2 segment of the left a. Cerebri posterior. There was no possibility to retrieve the embolus therefore the segment was stented regaining flow distal of the occlusion. The patient was transferred to intensive care unit (ICU) and treated with tirofiban to avoid stent thrombosis. Unfortunately, the patient developed massive intracranial hemorrhage without possible neurosurgical countermeasures. Next day, the patient was reported passed away. The cause of death was intracranial hemorrhage.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.